Event description:
It was reported that the generator failed the resistance leakage test upon initial inspection. The generator had never been used.

Manufacturer narrative:
(B)(4). Power entry module loose per service manual operational and diagnostic analysis confirmed the unit has a loose power entry module, causing the ground bond test to fail when ran on the equal potential lug located on the back of the unit. The unit is designed to be tested from the bottom chassis for electrical safety, and it passes tests when ran from that location. The loose power entry module was identified in the investigation to have caused the failed electrical safety testing that was performed by the customer, though this is not how the unit should be tested. The unit will be placed in long term hold.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.